Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique or user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. The customer called concerned with erratic results obtained, 145mg/dl, 119mg/dl and 99mg/dl when performing a back to back test. Expected glucose range should be 98mg/dl-109mg/dl. Performed a back to back blood test, 98mg/dl and 92mg/dl (customer had already eaten). Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of erratic blood results. The customer called concerned with erratic results obtained, 145 mg/dl, 119 mg/dl, and 99 mg/dl when performing a back to back test. Expected glucose range should be 98 mg/dl - 109 mg/dl. Performed a back to back blood test, 09 mg/dl and 92 mg/dl (customer had already eaten). Reviewed the last 5 blood results in the meter memory: no adverse event reported.